Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/10/2020. Investigation: two photos and five samples were received by our quality team for evaluation. From the photos, foreign matter was observed inside the packaging. From the samples, the team observed jagged holes on the bottom web and particles inside the syringe package. The black dust particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The non-conformance could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the 3ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance.

Event description:
It was reported that syringe 3ml ll 23x1in tw india had foreign matter inside the syringe on 5 occasions. The following information was provided by the initial reporter: black colored dust particles in unopened syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 23x1in tw india had foreign matter inside the syringe on 5 occasions. The following information was provided by the initial reporter: black colored dust particles in unopened syringe.